Event description:
A malfunction alarm identified as malf 9 occurred while the customer was charging the cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided email instructions for future resets, advising the customer to call back if further issues arise.